Event description:
Customer reports two autologous donor samples, from the same donor, containing anti-jka were not detected; the red blood cells were labeled as negative for unexpected antibodies. Upon testing a specimen from the pt by the hosp, an anti-jka was detected in the donor/pt.

Manufacturer narrative:
Testing of donor sample received from customer using retention products was performed. Very weak reactivity was detected using manual tube and manual capture-r ready-screen (pooled cells) methods. Testing using capture-r ready-screen (pooled cells) on an automated platform was negative. The limitations section of the package insert for capture-r ready-screen (pooled cells) states, "antibody screening tests employing pooled reagent red cells will not be as sensitive as those incorporating the red cells of unpooled single donors." And "negative reactions will be obtained if the test specimens contain antibodies present in concentrations too low to be detected by the test method employed." The results appear to be related to the nature of the sample: the concentration of the anti-jka antibody appears to be at or below the threshold of detection.